Event description:
Information was received from the patient. It was reported they just got an exchange unit and the exchange unit was not charging the implanted neurostimulator(ins) since a couple of days ago. Ins charge was depleted. Pt also mentioned they got "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.6 3_ 4_" today. Pt mentioned the controller kept going back and forth between "looking for device" and no device found screens. Patient services specialist(pss) understood that the pt kept pressing try again instead of recharge. Pt had reset the controller 6 times and issue persisted. During the call, the pt had a very difficult time reading screens. Pt got the no device found screen and kept confusing the no device found screen with the looking for device screen. Pt said they pressed recharge, but controller did not enter passive recharge mode and cycled back to no device found screen. Patient services (pss) understood the pt had pressed try again instead of recharge. Pt confirmed controller was charging from ac power supply as expected and pss understood the controller was fully charged. Pss carefully instructed the pt to press recharge and pt entered passive recharge mode with 0, 0. 0. At the very end of the call, the pt said the recharger (rtm) exchange unit got hot to the touch when charging the ins. Pss explained that the exchange unit was likely the source of the issue, but pt insisted the controller be replaced. An email was sent to the repair department to replace the controller and rtm exchange unit.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.